Event description:
The customer reported the evis exera iii colonovideoscope had no air/water flow. The air supply worked up to the button, but the air did not flow out of the tip of the scope. The issue occurred during a diagnostic colonoscopy procedure. There was a 15-25 minute delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the control board was corroded, the cable was damaged, the plug unit was corroded, the scope connector cover was corroded and the air/water supply and water removal did not meet specifications due to the clogged nozzle. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, although foreign material was observed, the specific material could not be identified. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.